Event description:
A biliary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's renal artery. Following successful deployment of the stent, the physician readjusted the balloon and subsequently attempted to post dilate the stent with the sds balloon resulting in a balloon rupture. Subsequently, the balloon was removed with the use of a microsnare. The post-dilation of the stent was subsequently performed using another balloon catheter. There was no add'l complications reported relative to this event.